Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to request a visit of the nutritionist from the patient support program, concerns an (B)(6) male patient. Medical history: diabetes. The concomitant medications included: insulin glargine for the treatment of diabetes. The patient received lispro insulin (humalog), via reusable, for treatment of diabetes, the dose depending on the carbohydrate count, unknown frequency however it was reported that normally the patient received every days, , subcutaneously (in the forearm), beginning on (B)(6) 2012. On an unspecified dates, unknown time after beginning lispro insulin via humapen luxura half-dose (batch number: 1012g01; product complaint number: 2963256), the patient was hospitalized twice due to hypoglycemia (values were not provided). In (B)(6) 2012, approximately six months after beginning lispro insulin, the patient was hospitalized by the third time, during five days, due to hypoglycemia, fainting and convulsion. Information regarding dates of admission and discharge from the hospital, laboratorial exams and corrective treatments during the hospitalization was not provided. Approximately in (B)(6) 2014, 19 months after beginning lispro insulin, the patient presented an unspecified problem in the thyroid. As corrective treatment, the patient received levothyroxine sodium. The patient received the same cartridge of lispro insulin for more than one month (batch number: c177717c; product complaint number: (B)(4)), and due to this the consumer reporter believed that the lispro insulin did not have effect and took longer to decrease the glycemia of the patient (values were not provided). According to consumer reporter the patient was rebel and did not want to eat any integral food. On an unspecified date, unknown time after beginning lispro insulin, the glycemia of the patient was very high and reached 400, 440 (units and onset date was not provided), according to consumer reporter the patient had diabetes since he was 6-years old and he could not normalize his glycemia. On an unspecified date, the patient underwent blood test, tomography, resonance and electroencephalogram but the test results were not provided. On (B)(6) 2014, 22 months after beginning lispro insulin, in the morning the glycemia of the patient was 160 (units were not provided), before lunch around, 11 am,the glycemia was 154, after the lunch it was 356 and at 2:00 pm the glycemia was 200 (units were not provided). The patient reused the same needle during 15 days. The patient did not receive corrective treatments for the events nor recovered from blood glucose increased, thyroid disorder and rebel. The status of lispro insulin was not provided. It was unknown who was the operator of the device but was trained by a pharmacist. The patient had been using this device model and the reported device for unknown time. The return of the device was expected. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The consumer reporter did not provide a relatedness opinion between the events and lispro insulin and reported device. However the consumer reporter stated that, the patient was exaggerated in the feeding and when the glycemia was normal around 100 and 150 (units were not provided), the mother of the patient gave a lot of food as chocolate and cookies to the patient eat when the glycemia was low (values were not provided). Edit (B)(4) 2014: after internal review, due to regulatory submission, it was corrected the time to onset date in the narrative from 22 years to 22 months. Edit (B)(4) 2014: after internal review, due to regulatory submission, it was added the product complaint number in the narrative. Update (B)(4) 2014: upon review of this case on (B)(4) 2014, the case was opened to update the medwatch fields for reporting.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 13jun2014. No further follow up is planned. Evaluation summary: a consumer reported that a male patient experienced both hyperglycemia and hypoglycemia while using his humapen luxura hd device. Investigation of the returned device (batch (B)(4), manufactured december 2010) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. One insulin cartridge was returned. The cartridge appeared normal and no atypical trends were observed. There is evidence of improper use. The user reuses needles and does not prime the device. This may be relevant to the complaint of hyperglycemia.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to request a visit of the nutritionist from the patient support program, concerns an (B)(6) light-brown male patient. Medical history: diabetes. The concomitant medications included: insulin glargine for the treatment of diabetes. The patient received lispro insulin (humalog), via reusable, for treatment of diabetes, the dose depending on the carbohydrate count, unknown frequency however it was reported that normally the patient received every days, subcutaneously (in the forearm), beginning on (B)(6) 2012. On an unspecified dates, unknown time after beginning lispro insulin via humapen luxura half-dose (batch number: (B)(4); product (B)(4)), the patient was hospitalized twice due to hypoglycemia (values were not provided). In (B)(6) 2012, approximately six months after beginning lispro insulin, the patient was hospitalized by the third time, during five days, due to hypoglycemia, fainting and convulsion. Information regarding dates of admission and discharge from the hospital, if patient underwent laboratorial exams and if patient received corrective treatments during the hospitalization was not provided. On an unspecified date, the patient recovered from hypoglycemia, fainting and convulsion. Approximately in (B)(6) 2014, 19 months after beginning lispro insulin, the patient presented an unspecified problem in the thyroid. As corrective treatment, the patient received levothyroxine sodium, but the patient did not recover from the unspecified problem in the thyroid. The patient received the same cartridge of lispro insulin for more than one month (batch number: (B)(4); product (B)(4)), and due to this the consumer reporter believed that the lispro insulin did not have effect and took longer to decrease the glycemia of the patient (values were not provided). According to consumer reporter the patient was rebel and did not want to eat any integral food. Information regarding outcome of the event patient was acting as rebel was not provided. On an unspecified date, unknown time after beginning lispro insulin, the glycemia of the patient was very high and reached 400, 440 (units and onset date was not provided), according to consumer reporter the patient had diabetes since he was (B)(6) and he could not normalize his glycemia. On an unspecified date, the patient underwent blood test, tomography, resonance and electroencephalogram but the test results were not provided. On (B)(6) 2014, 22 months after beginning lispro insulin, in the morning the glycemia of the patient was 160 (units were not provided), before lunch around, 11 am,the glycemia was 154, after the lunch it was 356 and at 2:00 pm the glycemia was 200 (units were not provided). The patient reused the same needle during 15 days. The patient did not receive corrective treatments nor recovered from the high glycemia. The status of lispro insulin was not provided. It was unknown who was the operator of the device but was trained by a pharmacist. The patient had been using this device model and the reported device for unknown time. The device was returned on 15may2014, and no malfunction was found. The consumer reporter did not provide a relatedness opinion between the events and lispro insulin and reported device. However the consumer reporter stated that, the patient was exaggerated in the feeding and when the glycemia was normal around 100 and 150 (units were not provided), the mother of the patient gave a lot of food as chocolate and cookies to the patient eat when the glycemia was low (values were not provided). Edit 07-may-2014: after internal review, due to regulatory submission, it was corrected the time to onset date in the narrative from 22 years to 22 months. Edit 08-may-2014: after internal review, due to regulatory submission, it was added the product complaint number in the narrative. Update 13-may-2014: upon review of this case on 13-may-2014, the case was opened to update the medwatch fields for reporting. Update 21-may-2014: information received on 19-may-2014 from initial reporting consumer did not add any relevant information in the case. Edit 13-jun-2014: after internal review due to regulatory submission, it was clarified the outcome and corrective treatments for the events in the narrative. Update 13-jun-2013: additional information received on 13-jun-2013 from the global product complaint database added the device specific safety summary, return date and manufactured date of the device; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.